Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Right total hip revision.

Manufacturer narrative:
Additional information: brand name - unknown 7 citation stem. An event regarding revision involving an unknown citation stem was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. As per provided revision implant sheet it is concluded that revision of the stem took place but the exact cause of the event could not be determined because insufficient medical information was provided. Further information such as revision operative reports, x-rays, clinical and past medical history are needed to determining the root cause. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Right total hip revision.